Event description:
Tgs uka device(s) implanted on (B)(6) 2010. Pt presented for follow-up on (B)(6) 2010 with a painful knee, but ambulatory with a cane. On examination, appeared to be a tibial plateau collapse. Pt was put on limited weight bearing for several weeks and re-evaluated. Tgs unicompartmental was converted to a total knee on (B)(6) 2010. Noted during revision: collapse of the bone under the baseplate and the implant did not show a lot of wear. There was no evidence of bowing or deformity of the baseplate. The collapse was anterior/medial. There was a little wear from the femoral component as expected. The femoral component looked great. Pt revised to a tka due to poor bone quality.

Manufacturer narrative:
Product was not returned for eval. Complaint history shows no other reports against this mfg lot. Investigation indicates that product met specs. No evidence was found suggesting product contributed to tibial collapse, and the need for corrective action is not indicated. Alexandria research technologies considers the investigation of this event closed at this time. Should the product be returned or additional info received, the investigation may be re-opened.